Event description:
It was reported that the customer was hospitalized for dka. The customer stated that there was no significant events leading to hospitalization. According to the md, the cause of the event was dka. It was confirmed that the programming and histories were accurate. It was indicated that the customer had to end the call and will call back to finish troubleshooting. Later on that day, the customer was not answering at the call back phone number, so a message was left for the customer to call the helpline. No further details.